Event description:
It was reported that a pairing failure occurred on (B)(6) 2022 for transmitter with serial number (B)(4). However, transmitter with serial number (B)(4) was returned for evaluation. An external visual inspection was performed and passed. Voltage test was performed and passed. Nordic bluetooth pairing test was performed and passed. A review of the share logs was performed and a pairing failed error was found for serial number (B)(4) within the investigation window. The allegation was confirmed. The probable cause was determined to be signal loss. The reported event of a pairing failure is reportable due to signal loss found as the probable cause. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).